Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type accessory. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8711, lot# n191390005, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving dilaudid (9.3 mg/ml, 5 mg/ml), bupivacaine (14.1 mg/ml, 7.5 mg/day), and fentanyl (2000 mcg/ml, 1000 mcg/day) via an implantable infusion pump. Indications for use included non-malignant pain and lumbar radiculopathy. It was reported that the patient was having what was assumed to be a routine pump replacement for elective replacement indicator (eri). It was also noted eri was 6 months, and the logs showed the estimated eri was 3 months. There were no reported problems, but when the patient was pre-operative, they stated the pain relief was "not great". A catheter dye study (cds) was done in (B)(6) 2015 with no results recorded in the patient chart. During the pump replacement procedure, when the catheter was disconnected from the pump, the hcp was not able to aspirate the catheter. He disconnected the sutureless connector from the catheter and was able to aspirate the catheter from that point. He stated that the 7.6 cm sutureless connector must have been plugged. There was white residue noted on the pump "stem" where the connector was disconnected also. A new sutureless connector was placed, and the issue was resolved. The narcotic doses were decreased due to the potentially plugged sutureless connector. The dilaudid was decreased to 0.4472 mg/day; bupivacaine decreased to 0.678 mg/day; and fentanyl decreased to 96.2 mcg/day. The patient status at that time was alive with no injury.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the catheter found coring/tears/cuts in the seal which met leak criteria. Analysis of the pump found the outlet port was leaking due to a damaged o-ring.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.